Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc considered the reported phenomenon, not displaying had been occurred due to no starting up normally. So based on the report of olympus service operation repair center (sorc), omsc concluded there was the possibility this phenomenon was attributed to the qb board failure of the subject device. The cause of the qb board failure could not be identified because the subject device was not sent. However since it had been passed more than 6 years from manufacturing the subject device, the qb board failure might have occurred due to aging deterioration. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found that the qb board failure occurred the image output failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was not displayed such as no appearing olympus logo during the preparation for use. At the same time, the underside of the back-panel glowed red and the control buttons were not worked but seemed like the power just was on. The user restarted with turning on the power. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.